Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is no problem related to the device. However, no device problems were identified during the evaluation, and the event may have occurred because the console activated the handpiece when the user inadvertently touched the screen display, resulting in unintentional activation attributed to user error. The event is consistent with user error and not indicative of a device malfunction.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-7300ds dissector has wear marks at the shp connection. The photo provided by the sales rep showed discoloration along the shaft of the dissector. Per the sales rep, the other devices being used with the dissector were ar-8330h shaver handpiece, an ar-8305 synergy shaver console, and an ar-8310 shaver footswitch. This was discovered during a case with no patient involvement. Additional information was received via medwatch on 10/10/2025: a facility representative reported that an ar-8305 synergy resection shaver console was used during a procedure on (B)(6) 2025. After the surgeon removed the arthroscopic shaver from the patient and was about to place it on the mayo stand, the surgical team observed that the device remained active despite the switch being turned off. Additional information was received via phone on 10/15/2025: per the rep, the event occurred outside the patient, on the mayo stand, after the ar-7300ds had been used and was no longer required for the procedure. It is unknown how long the ar-7300ds was used continuously, and whether any wear marks were present at the proximal end where it connects to the ar-8330h shaver handpiece. No adverse effects were reported during or after the surgery. Due to this issue, there were no injuries to the patient, surgeon, or staff. The incident occurred following a lateral ankle reconstruction procedure. The case was completed successfully without any delays or additional anesthesia.